Event description:
It was reported that the patient experienced tightness at the extension due to dystonic muscle contractions. The patient was not aware of any slipping of the neurostimulator. The patient was scheduled for surgery in ten days and was considering the options of an activa system with an adaptor, a new extension, or continuing with the kinetra system. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported the representative did not know what the exact complaint was. The patient had had a dead battery and was awaiting replacement. The patient was replaced with a new device and was receiving good therapy. The patient was last seen (B)(6), 2012 all values and impedances were within normal range.

Manufacturer narrative:
(B)(4).